Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Sample analysis: visual analysis of the returned sample revealed that one opened sample of product code d6679 was received for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported when the package was opened, the needle was detached from the suture already. It was not a control release needle. Upon evaluation of the returned sample, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. No adverse patient consequences were reported. No additional information was provided.